Manufacturer narrative:
(B)(4). Pending evaluation. A follow up report will be submitted when more information becomes available.

Event description:
During (B)(6) 2016, the (B)(6) experienced repeated occurrences of 621- 400e's "outlook 400e's" infusion pumps issuing high pitched alarms, halting infusions and becoming non-responsive to keypad pushes (only the power button could be used to silence the alarm). The issues occured on the (B)(6). Other floors and care areas in the (B)(6) as well as the (B)(6) have been unaffected by this issue.